Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated that the supply bag became disconnected. The technical service representative (tsr) had the hp cycle power to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a supply bag becoming disconnected is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.